Manufacturer narrative:
This report is for four (4) broken unknown screws. It is unknown which screws are broken from reported six (6) screws (parts 206.020 (quantity 4), 206.024 (quantity 1), 204.020 (quantity 1)). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient sustained injury after he accidentally put his arm onto a machine. The patient was implanted with a 8 hole locking compression plate and six screws on (B)(6) 2014 to treat his twisting injury to his right forearm which comprised of a compound dislocation of the right radial head and severely comminuted proximal third junction ulna fracture with bon loss. K-wire was used to fix radial head. Initial surgery was completed successfully with no issues. Postoperative x-rays taken on (B)(6) 2016 revealed significant change in appearance with angulation of the fracture of the proximal third of the ulna laterally. X-rays also revealed a non-union, displacement of the fracture and a radial head dislocation, broken (last two and second and third proximal) screws and the loosened plate. Patient also has a malunion with a stiffness of his arm which is painful throughout the range of motion and this was his dominant hand. The patient is a heavy smoker. Surgeon had discussed with patient previously that smoking is a high risk for non-union especially because he has presented with a compound fracture dislocation. Patient was revised on (B)(6) 2016 to remove the several broken and loose screws and also the loose plate. The device were replaced with a carbofix plate with four (4) screws on each side of the fractures site, 3 cortical screws and a locking screw on each side. Also chronos putty was used to treat the non-union. The radial head is reduced clinically. A good and stable fixation was achieved. This report is for four (4) broken unknown screws. It is unknown which screws are broken from reported six (6) screws. This is report 1 of 2 for (B)(4).